Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a bending section cover adhesive at the insertion tube that was missing pieces with sharp edges created and exposed threads under the adhesive during maintenance involving an olympus oes cystonephrofiberscope. There was no patient injury reported.